Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device.   The device was discarded at the hospital. The event was presented by the edwards sales representative and the device was not returned for evaluation.  The labeling of this product clearly warn user of the risks associated with the use of this device and how to prevent the occurrence of these risks. No device malfunction is indicated in the report and the events reported are included in the labeling.  No actions are needed at this time. For complaints/reports of injury without a product problem,  it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
It was reported by the sales rep that there was a coronary sinus perforation during placement of the pr9 (proplege coronary sinus catheter). "They saw a little blush when when they did the dye shot and found a little bloodstream in the pericardium. They abandoned retrograde and went antegrade only." The device was not retained for evaluation.